Event description:
A nurse of the hospital reported in her letter that she observed during a surgery that the surgeon was drilling angularly through a k-wire which was used for a reposition. She noted that the screwdriver blade split when the surgeon was trying to grip through the screw head. Furthermore, she mentioned that the lengthways-sided hard out layer of the bone at the middle phalanx broke away. According to her info, the surgery was completed successfully by using the k wire and applying the "hohmann" method and the pt was not impaired by this event despite of a prolongation of the surgery procedure of 15 minutes.

Manufacturer narrative:
Based on investigation, the failure of the blade (fractured tip) was caused by the transmission of too high torsional and bending forces. Indications for material or mfg related problems were not found in the investigation.